Manufacturer narrative:
(B)(4).

Event description:
Two leads were returned; no reason for removal was reported. Additional information received reported that the patient experienced poor paresthesia coverage. The event was attributed to the lead. Reprogramming was done, no results were reported. The patient underwent lead replacement on (B)(6) 2010. Following lead replacement coverage was slightly improved. The patient outcome was reported as no injury.